Event description:
It was reported that, "during the surgery, when the surgeon was using the accolade calcar planer, the device was cracked. At that time, the surgeon removed the fragment of calcar planer." The patient did not receive any health damage.

Manufacturer narrative:
The investigation concluded that the root cause appears to be user related. Analysis of the calcar planer showed no material defects present along the fracture surface. The fracture initiated from the machined hole propagating out of the edge. The fracture was due to edge loading under rapid overload condition. It is likely the planer was axially mal-aligned on the trunnion of the broach when power was applied. Material analysis of the calcar planer indicated the device had a hardness value of 53 rc, which is greater than the minimum specified value of 50 rc. If additional information becomes available, a supplemental report will be issued.